Event description:
It was reported that the gastrointestinal videoscope had an e216 error. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was/ confirmed. Updated fields: d8, d9, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: no image and white residue was found at the air/water channel tube and cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the error code malfunction: the device has connection problem due to a wet connector. Based on the results of the investigation a definitive root cause could not be identified for the rest of malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.